Manufacturer narrative:
This report is submitted on july 07, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to electric shock sensations. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 31, 2023.